Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassociation, fretting/metallosis, and abnormal ion level involving a accolade stem that was mated with an lfit v40 cocr head was reported. The disassociation event was confirmed by clinician review of provided medical records. The fretting/metallosis and abnormal ion level events were not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "I have reviewed the documentation related to pi including the product inquiry summary, an implant sheet from the index surgery dated (B)(6) 2011 and an operative report from the revision surgery dated 6/15/2021. [...] The revision surgery operative report confirms that this procedure was completed and that the reason for revision surgery was dissociation of the femoral head from the trunnion. The surgeon noted metallosis throughout the joint and marked wear of the femoral neck. No information was provided to document excessive serum metallic ions. The root cause for this event can not be determined from this limited information." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on june 15, 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: review of the provided medical records by a clinician indicated the following: "the reason for revision surgery was dissociation of the femoral head from the trunnion. The surgeon noted metallosis throughout the joint and marked wear of the femoral neck."